Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system was returned for analysis with a section of guide catheter. A visual examination of the stent found that the distal end of the stent was damaged and bunched in a proximal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/ drug/ subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 03-aug-2018. It was reported that insertion difficulties were encountered. A 3.00 x 48 synergy¿ drug-eluting stent was advanced for treatment. However, it was noted that insertion difficulties were noted when the device was inserted into a 145 guidezilla¿ guide extension catheter. No patient complications were reported. However, returned device analysis revealed distal stent damage.